Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she received a "crazy" batch of sensors that kept going bad around the 2nd day of use. The customer reported the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 111 mg/dl, compared with the sensor glucose reading of 40 mg/dl. Customer calibrated the sensor and then received a cal error alert. The customer was assisted with troubleshooting the sensor and was advised to monitor the issue and to call back if problems persisted. Nothing was replaced or returned.